Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 94.15% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator (eri) on 2016-09-15. A rapid voltage drop from august 2016 was noted on the battery curve. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient had received a knock to the chest by a pole. A device check was performed at that time and the battery voltage was 2.86 volts. At a subsequent device check approximately one month later, the battery voltage was 2.52 volts. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Analysis confirmed the low battery voltage and found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. A lithium (li) plating breach was found along the top edge of the anode separator enclosure in segment 2, adjacent to the exposed cathode tab. Plated-li extended from the breach opening and touched cathode tab. Based on this analysis, premature battery depletion was the result of an internal short from the li-plating breaching the anode separator and making contact with the cathode tab. Medtronic

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.